Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleged discrepant inratio2 results vs. Coumadin clinic's poc system. Results as follows: see scanned table. All tests were performed using different fingers, within minutes of each other. Therapeutic range: 2.5-3.0.